Manufacturer narrative:
No abnormalities or defects were found on the exterior of the sheath. The returned faradrive steerable sheath failed leak and aspiration testing as the device could not maintain pressure within the sheath, leaking occurred and air bubbles were observed. Inspection of the hemostatic valves found the external and internal valves torn on the inner faces by the center slit, compromising the valves' ability to seal pressure and fluid within the sheath.

Event description:
It was reported that during an atrial fibrillation pulse field ablation procedure, a faradrive steerable sheath was selected for use. The physician tried to push a farawave into the faradrive, but the valve was leaky and caused excess air into sheath. It was tried aspirating and flushing and the valve still was not sufficient. Thus, the device was replaced and the procedure was completed successfully. No patient complications occurred.

Event description:
It was reported that during an atrial fibrillation pulse field ablation procedure, a faradrive steerable sheath was selected for use. The physician tried to push a farawave into the faradrive , but the valve was leaky and caused excess air into sheath. It was tried aspirating and flushing and the valve still was not sufficient. Thus, the device was replaced and the procedure was completed successfully. No patient complications occurred.